Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external inspection was performed and inspection passed. Voltage testing was performed and passed. Pairing test was performed and passed. Functional test was performed and passed. Data was provided and reviewed. A review of the data logs confirmed loss of connection. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was provided for evaluation. The reported issue was confirmed. A probable cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.